Manufacturer narrative:
The device was returned for analysis. The difficult to open and close was confirmed based on the condition of the device. Entrapment is case related and cannot be replicated in a lab environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties is user error. The subsequent treatment is related to procedure circumstance. In this case, the return device plunger and needles are still in place indicating that step 3 was not done prior to closing the foot (step 4). The plunger in place and the deployed needles in the foot prevented the rotation of the lever and the closing of the foot inducing the entrapment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a arteriotomy closure of the common femoral artery using a prostyle device with a 6f sheath. Reportedly, during step 4 the footplate got stuck. The footplate lever was able to go down, but the feet remained open. It was decided that the blue part of the device be opened and once it was opened, the physician was able to release the feet manually and able to remove the entire device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.